Event description:
On (B)(6) 2012 the pt reported that the up button of the infusion device is not making a connection. He noticed the issue a couple of days ago. He stated the button will make a connection if it is pressed hard and he moves his finger around. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.